Manufacturer narrative:
Device evaluated by MFR: a p elite ous mr 28 x 2.25 stent delivery system was returned for analysis. A visual examination of the stent found stent struts damaged at the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was 0.0375 inch this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 02-mar.2022 it was reported that crossing difficulties were encountered vascular access was obtained via femoral artery. The 80% stenosed target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex. A 28 x 2.25promus elite mr drug-eluting stent was advanced but failed to cross teh lesion. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.